Manufacturer narrative:
Lot number: potential lots: 0000040606, 0000045560, 0000037055, 0000056784. Expiration date: potential dates: 22 feb 2022, 31 mar 2022, 31 jan 2022, 30 jun 2022. Explanted date: device was not explanted. Device manufacture date: potential dates: 01 mar 2021, 21 apr 2021, 04 feb 2021, 28 jul 2021. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings for the potential lots 000004060, 0000045560 and 000037055.

Event description:
The user facility reported that the angio-seal device involved came out (lock defective). The device was used after an was used after an endovascular treatment (evt). During the procedure, the angio-seal device was attempted to be pulled back into the full rear locked position until the white band was visible, however, the device was not snap locked and continued to be pulled back further despite not applying excessive force. The entire device was withdrawn further to achieve hemostasis. Subsequently, hemostasis was successfully achieved without any complications by the original device. There was no health damage to the patient. The blood loss was less than 250cc's. The procedure before deploying the device was a permanent pace-maker insertion (ppi). The size of the sheath ancillary used, the puncture site, and the vessel diameter were unknown. There was no patient injury/medical or surgical intervention required. There was no equipment or other devices used with the above product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the sample was not returned for the investigation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.